Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reprogrammed the field programmable gate array component (¿fpga¿) on the system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The likely cause of the observed lockup issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. The observed lockup issue will be addressed as part of corrective action number 3015876-12/28/2018-001-c.

Event description:
The customer contacted physio-control to report that medical personnel had been dispatched to a call for an unconscious person. When they arrived they observed that the patient was in full cardiac arrest. Medical personnel delivered two shocks at 360 joules to the patient. After approximately 10 minuets post shock, the device appeared to be locked-up. Medical personnel restarted the device and did not have any issues for the remainder of the call. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.